Manufacturer narrative:
The last calibration performed on 03-jan-2023 was acceptable with no alarms. Quality control recovery was acceptable based on the status messages for the provided results. Upon review of the alarm trace, "sample foam detection", "sample clot detection" and "abnormal aspiration" errors were observed. These are indicators of possible poor sample quality. The field service engineer checked the analyzer; there were no abnormalities. Instrument performance testing passed successfully. The customer ran quality controls successfully. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytical sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total iii assay on a cobas e 801 analytical unit. The sample initially resulted in a vitamin d total iii value of 81 ng/ml. The result was reported outside of the laboratory and questioned. The sample was repeated, resulting in a value of 42 ng/ml, which was deemed correct. The vitamin d total iii reagent lot was 64623201 with an expiration date of 30-apr-2023.